Manufacturer narrative:
Correction: after clinical review of this file performed on march 11, 2020, it was decided to add patient code capsular contracture to more accurately capture the reported event. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unspecified gel mentor breast implants and experienced bilateral breast pain and hardness postoperatively. The patient also experienced several unexplained systemic symptoms described as bad circulatory system function. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is clear. As a result, the patient underwent bilateral device removal and replacement with 330cc saline mentor smooth round high profile breast implants, catalog number 3503330, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2004. This report is for the patient's right-sided device.